Event description:
It was reported that, "the patient underwent a trident hip replacement surgery". It was further reported that, "the patient alleges damages for an unknown injury relating to the trident system."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. The devices are not available due to the ongoing litigation.